Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device was successfully implanted. The patient was discharged on dual antiplatelet therapy (dapt). The patient had a routine 45-day follow-up and imaging revealed a device related thrombus (drt) on the closure device. The location and the size of the thrombus was unknown. The patient was prescribed pradaxa. Follow up imaging on (B)(6) 2024 confirmed the drt had resolved. The patient is currently on aspirin and has cardiac amyloidosis.